Event description:
A nurse in the recovery room, rarely wears a mask, however on 10/20/97 she had to put on a mask, "for 3 minutes". "Within several hours she had hives around her eyes and on her cheeks, and her eyes had almost swollen shut. She had no respiratory involvement. They did adminsiter IV solumadrol in the ER to alleviate her symptoms. She is suffering "no long term effects", and back to work today 10/23.a sample was not returned for evaluation. The device history records indicate no deviations that could have contributed to a latex reaction. All raw materials and packaging used in face mask production are free of latex. The MFR's processes do not expose the products to any latex during production, storage or handling. The MFR's support personnel contacted all suppliers of parts and equipment that come in contact or near the product surfaces, ie, belts, roll, foam and tapes. All equipment was found to be latex free. No other complaints have been filed for this mask refering to a latex reaction as a result of wearing the mask. The investigation could not confirm an actual failure of the product , but rather an isolated reaction of an individual. Trends shall continue to be monitored.